Event description:
It was reported that a progav (part # 80752025) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure on an unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: ~150 centimeters (cm). Weight: (B)(6). Gender: male. Same event as medwatch MDR ID 3004721439-2022-00111.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the given specifications. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the vertical position. The results show that the valve operate within the accepted tolerance in the vertical position. Internal inspection: after dismantling of the valve,deposits were found in progav. Results: based on our investigation, we can determine an increased braking force as well as deposits in the valve at the time of our investigation. The deposits can be named as the cause of the malfunction. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.